Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose levels of 500-600 mg/dl. The customer blood glucose levels was 600 mg/dl at the time of incident and current blood glucose level was 547 mg/dl. The customer¿s blood glucose levels were 124 mg/dl and 394 and was treated with 3 more units of insulin. The customer experienced symptoms such as the stomach was hurting. The customer was treated with bolus, carbohydrates and meal bolus. The customer was advised to remove p-cap and close it do a 3.0 fill and the same thing happened no drops. The insulin pump will not be returned for analysis.